Event description:
Incorrect device related information was provided to the patient on their ID card: incorrect serial number (B)(6) was registered to patient on (B)(6) 2022 by rep (B)(4) and ID card was sent. Hcp (B)(6) called on 02/23/2024 to correct serial number to (B)(6) and confirmed that patient never had a leadless pacemaker procedure. Registration has been corrected and a new ID card along with a data correction letter has been sent to the patient. Per call received from hcp (B)(6) again who mentioned that this patient never really had a medtronic device implanted. The patient only has an edwards valve implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).